Manufacturer narrative:
It was reported that the nebulizer was not vaporizing like its supposed to and treatment takes longer than normal because of this. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the nebulizer was not vaporizing like it's supposed to and treatment takes longer than normal because of this.